Event description:
It was reported via a link to an internet suture site that a pt underwent a surgical procedure (B)(6) 2006 and suture was used. (B)(6) after the procedure, the pt developed a fever of 105 and spitting sutures, swelling and pain. The pt was diagnosed with severe infection requiring immediate surgery. The surgeon removed every suture and closed the wound with no internal sutures. Over (B)(6), the pt began to feel like she was slowly recovering. Then the pt developed a granuloma in the left side of the abdomen. A tissue sample was taken and studied and it was found that it contained a rare strain of bacteria. The pt was given IV antibiotics delivered 24 hrs a day through an intravenous drip. After (B)(6) of the antibiotic drip and home health care, the pt underwent a surgical procedure to remove a massive granuloma which was determined to be an infected suture that had been missed in the second surgery. Not long after the surgery, the pt passed out and was rushed again to the hosp with a blood clot in her left leg. The pt was hospitalized for (B)(6) and prescribed antibiotics and blood thinners. A (B)(6) later the pt experiences chronic pain with numbness and burning which reportedly was due to nerve damage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.